Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a drg system explant procedure on (B)(6) 2023 [related manufacturer reference number: (B)(4) and (B)(4), a portion of the t8 lead fractured. The physician was unsuccessful in their attempt to remove the fragment. No further intervention is planned at this time to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.